Event description:
Cordis vita brite tip guiding catheter introduced in cardiac catheterization lab. Catheter broke into two pieces. Both pieces were retrieved by physician. There was no harm to this pt. (2nd catheter).